Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia, blurred vision, dark sports on the eyes, and reported being unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp) who provided lemonade with sugar syrup as treatment. There was no report of death or permanent impairment associated with this event.